Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma, granuloma, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected rupture, seroma, gel bleed, and capsular contracture.

Event description:
Patient reported "left one is now leaking." Patient's mother reported explant, "ruptured implant seemed intact," and "fluid aspirated and came negative for alcl." Additional information noted "underlying alcl and inflammatory or infectious pathology." Physician later reported, capsular contracture baker grade iii, "microscopic silicone leakage/histological evidence of silicone gel leakage or bleed," granulomatous inflammation," and patient had "general fatigue." The device has been explanted.

Event description:
Ultrasound noted "undulation" with fluid surrounding.